Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a shoulder procedure for this (B)(6) y/o male patient, during the final impaction of the humeral head by the surgeon, part of the impaction tip broke off. As the head had already been impacted sufficiently no further impaction was required. The broken part was retrieved and sent to cssd along with the rest of the instruments. One large piece broke off, so it was easy for the surgeon to remove. Unfortunately, the broken part did not materialize after decontamination and therefore has not been returned. Patient was last known to be in stable condition following the event. Device to be returned.

Manufacturer narrative:
Section h10: (h3) the broken device reported was likely the result of crack initiation, propagation, and ultimate fracture of the radel impaction surface related to surgical use and subsequent sterilization cycles.